Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. Manufacturer's investigation conclusion: a direct relationship between the device and the reported right ventricular failure and patient outcome could not be conclusively determined through this evaluation. The account reported that no further information will be provided. Review of the relevant sections of the device history records of (B)(6) showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. The heartmate ii lvas IFU lists right heart failure and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2018 due to right ventricular failure. It was unknown if the death was device or therapy related.